Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4)/ the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Oversensing was noted as one ventricular nst=210 ms occurred on 17-sep-2011 01:17:25. Interference/noise was noted as the ventricular short interval count (v-sic) was 15.2 counts avg/day, in 13.67 days, between 16-sep-2011 19:21:16 and 30-sep-2011 11:24:53.

Event description:
It was reported the lead exhibited oversensing. One nonsustained tachycardia event appeared to be lead noise oversensing. The lead remains in use. No patient complications have been reported as a result of this event.